Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that they were having problem with the load and unload pedals on the multi-function foot switch sticking engaged. Philips service verified that there was no harm to a patient or operator and was informed that this occurred during a test using the phantom when there was no patient involvement. Philips service has replaced the footswitch assembly to eliminate the issue.